Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to see drips at the end of the infusion set tubing. Reportedly, the customer had to perform 40 units of fill tubing before drips were seen at the end of the tubing. Additionally, it was reported that an occlusion alarm occurred when the customer attempted to deliver a bolus. During a system check,, tandem technical support (cts) confirmed the occlusion was located in the cartridge. The customer stated humalog was the type of insulin used and the cartridge has only been in use for less than a day. It was reported that the customer loaded a new cartridge successfully and resumed insulin delivery. The customer's blood glucose (bg) level was 300 mg/dl and was addressed with a correction bolus. Although cts offered to follow up with the customer to ensure bg levels became stabilized, the contact declined.